Manufacturer narrative:
(B)(4).

Event description:
This procedure was to extract 3 cardiac leads due to bacteremia. The leads were prepped with lld's. A visisheath and 16fr glidelight were deployed to assist with the extraction. During lasing at the svc/innominate junction a tear at the svc/innominate junction occurred. Pt. Survived the intervention. This report is being made against the glidelight as the mechanism of injury.